Event description:
On october 1st, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported seeing significant differences between bg readings when testing with a new cartridge of strips, with the same drop of blood.

Manufacturer narrative:
(B)(6) representative spoke to the user who stated that she is having difficulty getting used to the dario meter and therefore would prefer to purchase a different type of device. There is not enough information available to further investigate this case. Therefore, no resolution is available.